Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The patient underwent a revision as a standard procedure to remove the device. There were no alleged deficiencies over the course of the plate being in situ. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03189, 0001825034-2020-03190. Concomitant medical devices: part# tp14000; lot# unk; part# tp16000; lot# unk; part# unk screwdriver. Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately four (4) years ago, patient was implanted with dvr trauma plate and screws. Approximately two (2) weeks ago, patient underwent a revision to remove dvr plates due to unknown reasons. Surgeon was unable to remove the screws due to the screwdriver tip collapsing. The implant remained in the patient. Attempts have been made and no further information has been provided.